Manufacturer narrative:
Concomitant products: product ID: 8780, serial# (B)(4), implanted: (B)(6) 2017, explanted: (B)(6) 2017, product type: catheter.

Event description:
Information was received from a health care provider (hcp) via a manufacturer representative regarding a patient with an implantable drug infusion pump indicated for intractable spasticity and head/brain injury. The pump contained an unknown brand of baclofen with an unknown concentration and dose. It was reported the pump pocket was infected. It was unknown what environmental/external/patient factors that might have led or contributed to the infection. It was unknown what diagnostics/troubleshooting was performed. The pump and catheter were surgically removed and discarded. It was unknown if the issue was resolved at the time of the report.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.